Event description:
It was reported that prior to a device change out procedure due to normal elective replacement indicator and threshold testing, capture issue was observed on the lv lead. It was being monitored remotely via merlin.net transmission. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior and post procedure.